Event description:
It was reported that during advancement of an endeavor resolute rx stent it became deformed while passing through the lesion. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. Resistance was noted during the device advancement but no excessive force was used. The physician believes that the event was procedural related; not device related. No patient injury reported. Evaluation summary: the device was returned to manufacturing facility for evaluation. The distal tip was frayed indicating that it may have been stubbed during advancement. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 9th, 10th, 11th, 17th and 18th distal segments were misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: related to operational context (device inspected prior to use with no issues noted, physician assessment stated that the event was procedural related, not device related); inherent risk of procedure (stent deformation); deformation problem (stent). Conclusion: operational context caused or contributed to the event (device inspected prior to use with no issues noted, physician assessment stated that the event was procedural related, not device related); known inherent risk of a procedure (stent deformation). (B)(4).